Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation, as it has been discarded after the procedure. Olympus contacted the user facility to obtain additional information regarding the reported event, but with no result. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The root cause cannot be conclusively determined; however, based on the results of the investigation, it is likely that the following led to the reported event: 1.) Chemicals such as anti-fogging agents adhered to the distal cover, and the rear end of the distal cover was damaged by chemical attack, making it easy to remove the cover from the endoscope. 2.) The cover was easily removed from the scope due to insufficient attachment to the scope. This issue is addressed in the instructions for use (IFU): as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during an endoscopic ultrasound (eus)/endoscopic retrograde cholangiopancreatography (ercp) with balloon dilation, sphincterotomy & swept with balloon, the distal cover fell off during the procedure and was located in the area of the bite block. The distal cover was retrieved by hand and the procedure was completed. The was no report of patient injury due to the event. This complaint required two reports. The related patient identifiers are as follows: (B)(6): tjf-q190v; (B)(6): maj-2315. This medwatch report is for patient identifier: (B)(6).